Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted both tamper seals were removed. The left and right plunger cases were damaged. During the functional testing, a "check syringe plunger sensor" error was found. The root cause was found to be the damaged left and right plunger cases. All plastic parts of the plunger head were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays "syringe plunger error" and plunger is damaged. No patient injury reported.